Event description:
Contact reported a pt who had a 2-level (l4-l5, l5-s1) charite articial disc implanted had fallen and fractured the l5 vertebra and sacrum resulting in anterior displacement of l5/s1 disc. A procedure was performed to remove the l5/s1 disc and fuse the pt. As surgical intervention was required, depuy spine is taking a conservative approach and an MDR is being filed to document this event.